Event description:
While surgeon was manipulating the xi maryland bipolar, he noticed that the tip of the instrument was not articulating smoothly. The defective item was removed out of the body and off the sterile field. Was then replaced with a new robotic instrument. No harm was inflicted to the patient.